Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent an assisted ureteroscopy, left flexible ureteroscopy, laser of impacted stone about the l2 level of the left ureter, laser of bladder stones, retrieval of fragment of left safety wire and left stent placement #24 x 6-french jj stent. At the conclusion of the procedure the doctor passed "an 18 f cuade tip (foley) catheter and the efflux was only blood tinged." Post op orders included foley catheter hand irrigation q 4hrs prn [as needed] for hematuria with normal saline. On pod [post operative day] #1, when nurse went to irrigate the foley catheter a pop occurred. The provider was immediately notified and orders to replace the foley was given. The foley was replaced without incident. A renal and bladder us [ultrasound] was performed with an impression of no hydronephrosis, empty bladder with foley catheter in place, left-sided nephrostomy catheter non-obstructing stones right and left kidney. It was unknown the cc of saline used to fill the balloon at the time of insertion by the provider.

Event description:
It was reported that the patient underwent an assisted ureteroscopy, left flexible ureteroscopy, laser of impacted stone about the l2 level of the left ureter, laser of bladder stones, retrieval of fragment of left safety wire and left stent placement #24 x 6-french jj stent. At the conclusion of the procedure the doctor passed "an 18 f coude tip (foley) catheter and the efflux was only blood tinged." Post op orders included foley catheter hand irrigation q 4hrs prn [as needed] for hematuria with normal saline. On pod [post operative day] #1, when nurse went to irrigate the foley catheter a pop occurred. The provider was immediately notified and orders to replace the foley was given. The foley was replaced without incident. A renal and bladder us [ultrasound] was performed with an impression of no hydronephrosis, empty bladder with foley catheter in place, left-sided nephrostomy catheter non-obstructing stones right and left kidney. It was unknown the cc of saline used to fill the balloon at the time of insertion by the provider. Customer response received via email on 25sep2025, it was reported that no lot number were available and there was no patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use warnings: do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. Precautions: should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Insertion: when catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter 2 more inches (approximately 5 cm). B. For male anatomy, insert catheter all the way to bifurcation. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling of the catheter. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.